Manufacturer narrative:
Insulin pump passed the displacement test. No loose drive support cap anomaly noted during visual inspect noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels and loose drive support cap. Customer¿s blood glucose level was 575 mg/dl. Customer treated their high blood glucose levels via insulin pump. Troubleshooting was performed. Customer advised they had a loose drive support cap. Customer was advised to follow up with their healthcare provider due to high blood glucose levels. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.